Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation evaluated devices with both the reported batteries and with test batteries. Review of the log identified an error 11 prior to the event which would have automatically resulted in the change battery message and a visual red x on the status indicator of the device. Functional testing of the device did not reproduce the error 11 while in the depot environment. Our investigation research led us down a path to test devices in high humidity conditions outside of the published specification. This testing yielded that exposure to high humidity can cause a false positive error code 11 condition. In addition, these devices were functionally tested immediately after a manual self-test logged an error 11. Despite the error, the devices were able to charge and discharge multiple times. This indicates the device was capable of delivering therapy while this condition was present and did not pose a potential for clinical impact. This suggests and coincides with units located in public housing exposed to high humidity in singapore's tropical environment that can exceed the humidity specification of the device (95% relative humidity). Based on the findings, it has been communicated to the customer that it is recommended these devices be relocated to an environmentally conrolled area or enclosure to reduce the probablity of exposure to high humidity. Analysis of reports of this type has not identified anincrease in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib not charging'" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.